Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a remote transmission received showed episodes of non-sustained right ventricular oversensing (nsrvo) on the right ventricular (rv) lead. The nsrvo episodes exhibited under-sensing outside the device sensing parameters. Undersensing did not impact the delivery of therapy. The patient expired later that day after constant and recurrent ventricular tachycardia storms with no alleged relation to the patient's device.